Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 397 (mg/dl) after failing to complete a bolus request. During troubleshooting with tandem technical support, customer was guided through delivering a correction bolus to address bg levels.